Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter phone # is entered as "(B)(6)" to meet the minimum allowable characters. Initial reporter phone # is not available.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer stated that they received a device from a patient that claims that "device is not reading properly". Customer was not able to troubleshoot any further, he can only go off of the notes from the patient. The customer is not able to acquire the cable and sensor. No consequences or impact to patient were reported.